Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed infusion set and continued insulin therapy successfully. It was reported that customer was using fiasp insulin. Tandem technical support informed customer that this is off-label insulin and the customer acknowledged. Customers blood glucose was 400mg/dl.